Event description:
Customer reports getting blood glucose results of 107mg/dl with low blood glucose symptoms while using the compact system. Emergency medical technicians were called after customer self treated and treated customer with a sugar pill. No controls were run. A request was made for the return of the suspect product and a replacement was sent.